Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide device via 6fr sheath was performed in a common femoral artery using the preclose technique prior to an interventional procedure to insert an impella device in the heart. The sutures of the first proglide device were successfully placed using the preclose technique. Reportedly, after successful suture placement of the second proglide device, the foot plate could not be retracted completely. Multiple attempts were done until the foot plate was in position where it could be removed from the vessel. The proglide device was successfully removed from the patient anatomy with no damage to the vessel. The sheath was up sized to 14fr and the interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient effect. There was no reported clinically significant delay in the entire procedure. No additional information was provided.